Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation. Additional data: d4.

Event description:
No additional information.

Event description:
It was reported that during a case using the cranial guidance software, there was an inaccuracy between 5-8 millimeters when registering. Multiple attempts were made and surface tracing continued to fail and navigation was ultimately aborted. The procedure was completed successfully with no surgical delay or adverse consequences.